Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition, a worn uso seal, and a worn dso nub. There was no evidence in the event history log. The reported problem did not indicate a specific failure mode that was able to be duplicated. The device was found to be overdelivering. The root cause was unable to be established. No action was taken. The device was investigated only. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B2 and b3: date of death/event are unknown, no information has been provided to this date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported patient passed away while using the device on the day of their passing. Event occurred during infusion.